Event description:
It was reported that the universal modular electric/battery double trigger handpiece could not be started. It was reported that surgery time was extended by 10 minutes. There was no report of pt injury associated with the event. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.